Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had called [manufacturer] 5 times wanting help. Patient stated that their doctor did not know how to work the system at all. Patient said that they went to their doctor's office and the doctor did not know what to do with the system. Patient called their manufacturer representative (rep). Patient then said they put the device on program 6 at 5.3 and the next morning their right leg was tingling and they could not walk. Patient adjusted the device back down again and their leg was fine. Patient went to program 3 and it was a lot better but their bowel movements were not good for 3 days. Patient described a loss of therapy and a return of symptoms. Agent asked the patient for an estimated date when they spoke with the rep and when they made the changes on their system and patient said they couldn't give a date. Patient noted that they had made so many changes trying to find something that they can be comfortable with. Agent offered to send an email to the rep to see if they could contact the patient but patient declined. Agent will send the patient a list of doctors near their area that manage this technology.